Event description:
A home pt contacted baxter's technical service center for assistance regarding a "check lines and bags" alarm during the prime cycle prior to the home pt's automated peritoneal dialysis therapy on the homechoice machine. Reportedly, the home pt's transfer set was connected to the pt line of the homechoice set during priming. Baxter's technical service center assisted them in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per international affiliate.